Manufacturer narrative:
Device received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test or verify back light anomaly due to missing segment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had line on the screen and occasionally it give back light sometimes not. The customer¿s blood glucose level was 75 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.